Event description:
The customer contacted stryker to report that their device was not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode or deliver therapy in manual mode. The customer advised that they were able to determined through the ECG patient cable that the patient did not require defibrillation. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode or deliver therapy in manual mode. The customer advised that they were able to determined through the ECG patient cable that the patient did not require defibrillation. This issue is patient related; however there was no adverse patient outcome reported.